Event description:
It was reported that the patient with this tactra malleable penile prosthesis was experiencing discomfort due to malposition of the device. The patient was not satisfied with the device as it was not functioning for intercourse. The tactra device was removed and replaced with an inflatable penile prosthesis (ipp). There were no additional patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this tactra malleable penile prosthesis was experiencing discomfort due to malposition of the device. The patient was not satisfied with the device as it was not functioning for intercourse. The tactra device was removed and replaced with an inflatable penile prosthesis (ipp). There were no additional patient complications.